Event description:
It was reported that a male patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a decanav electrophysiology catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis and surgical intervention. During the procedure, a cardiac tamponade was noticed in the patient. The cardiac tamponade was discovered via visualization on the ultrasound system. The cardiac catheterization lab confirmed the pericardial effusion via a transthoracic echo. The medical intervention provided to the patient was a pericardiocentesis, and it is unknown how much fluid was removed. The patient is currently being transferred to the operating room for thoracic surgery. The patient is in stable condition. Additional information was received. The adverse event was discovered during use of biosense webster, inc. Products. The physician¿s opinion on the cause of this adverse event was the procedure. The patient outcome of the adverse event was improved but it is unknown if full recovery has been achieved. Transseptal puncture was performed with the baylis nrg needle. Ablation was not performed prior to noting the cardiac tamponade. No evidence of steam pop was observed. The event occurred during mapping phase. The smarttouch sf catheter was plugged in and irrigating at 2ml/min but was idle in the ivc and not being used for mapping. The correct catheter settings were selected on the generator. No error messages were observed. Force visualization feature used was vector and visitag module was not used. The event was assessed as reportable under the decanav electrophysiology catheter (mapping catheter) as the event occurred during mapping. The smart touch sf catheter was plugged in and irrigating at 2ml/min but was idle in the ivc and not being used for mapping. Should more information become available, it will be reviewed and processed accordingly.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30835507m and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device was received on 05-oct-2022. The device evaluation was completed on 07-oct-2022. It was reported that a male patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a decanav electrophysiology catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis and surgical intervention. The product was returned to biosense webster for evaluation. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. Per the event, several tests were performed. The magnetic and electrical features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The IFU (instruction for use) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. As part of biosensor webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).